Event description:
Second revision surgery. Due to patient having instability and dislocation of hip.

Manufacturer narrative:
The reason for this revision surgery was to address the patient's hip instability and chronic dislocating. The implant was in the patient for 1 years, 3 months, 19 days prior first to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; this is the first complaint against this lot number. The complaint history does not indicate an adverse trend. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. It was reported that the patient is an alcoholic; this might be a reason for the frequent implant instability & dislocations. Other factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.